Manufacturer narrative:
Pt's weight described as (B)(6). This info was not provided by the hospital. Additional info has been requested. Subject device is an instrument and is not implanted. (B)(4). Review of the device history record showed no anomalies or nonconformances.

Event description:
Pt was having multiple left metatarsal joint fusion procedures when the drill bit broke off inside of the left first metatarsal bone. The surgeon believed it would not cause harm to the pt because it did not go through the joint. Pt is aware metal fragment was not removed.